Manufacturer narrative:
Additional information was received stating this lead was in fact an attempted implant in this patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this atrial lead, it took seventy five turns to extend the helix. A revision procedure was performed at an unknown time and this lead was explanted due to an unspecified reason. It was not confirmed if the helix ever extended or not at the initial implant procedure. No additional adverse patient effects were reported.